Event description:
Additional information received from sales rep via phone today. After investigation, the patient underwent skull repair after anterior and middle skull base tumor resection due to "anterior and middle skull base tumor" on (B)(6) 2024. During the surgery, the surgeon implanted absorbable fixation system: 852.004.01s (3) and 806.004.02s (3). The specific surgical process was unknown. The patient received radiotherapy after the surgery (specific situation was unknown). The patient's skull depression was visually observed about 5 months after surgery (specific event date unknown), and no imaging findings or other symptoms of discomfort have been reported at present. No subsequent adverse event reports were received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a, b5, d6a. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photograph attached was reviewed and it was observed skull depression on the patient's forehead. The implant was not observed, and no additional pictures were provided to identify any malfunction and /or indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the rapidsorb-pl 2 str 4ho t1.2 single pack would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 852.004.01s. Lot no:165l554. Release to warehouse date: 06 june, 2023. Manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent resection of anterior and middle skull base tumors. About 5 months after surgery, a skull depression was visually observed. It is currently uncertain whether a second surgery is required.